Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter would revert to the setup mode. The technical service representative (tsr) contacted the patient to obtain and verify information, however, was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information initially provided to customer service. On an unspecified date, the patient obtained a ¿low¿ blood glucose reading on the reported meter. The patient reported that the meter¿s battery was recharged and afterwards the meter reverted to the setup mode. The patient allegedly took an increased dose of insulin. Three hours afterwards, the patient experienced the symptoms of feeling tired and sleepy. The patient administered self-treatment with a glucagon injection; he did not seek any emergency medical attention or treatment. It would have been helpful to determine the low blood glucose reading obtained, the patient¿s insulin regimen, why the patient took an increased dose of insulin after a low blood glucose reading, if the patient had a backup meter, and the patient¿s expected blood glucose levels. The meter, test strips and control solution were replaced. It is not clear why the patient took an increased dose of insulin after the meter issue occurred. However, as the patient allegedly experienced symptoms suggesting hypoglycemia and received treatment with glucagon after the meter issue occurred, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (07/23/2013)-device evaluation: the analysis of the subject meter was completed on 07/19/2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.